Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 12561920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("hip pain"), neck pain ("neck pain") and chest pain ("chest pain"). On (B)(6) 2013, the patient experienced fallopian tube spasm ("other injury(ies) or complication (s) please describe: spasms/ during procedure my left tube was spasiming"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rash on hands"), migraine ("migraines / headaches"), fatigue ("fatigue") and inflammation ("inflammation in chest"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient underwent appendicectomy ("appendectomy"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, anxiety, depression, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, fallopian tube spasm, inflammation, arthralgia, neck pain, chest pain and appendicectomy outcome was unknown. The reporter considered anxiety, appendicectomy, arthralgia, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, inflammation, migraine, neck pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 311 lbs. Surgery (other) type of surgery: appendectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results: total bilateral occlusion (B)(6) 2013).. Lot number: 12561920 manufacturing date: 2013-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: information received via plaintiff fact sheet: added the event of 'appendectomy'. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 12561920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("hip pain"), neck pain ("nack pain") and chest pain ("chest pain"). On (B)(6) 2013, the patient experienced fallopian tube spasm ("other injury(ies) or complication (s) please describe: spasms/ during procedure my left tube was spasiming"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rash on hands"), migraine ("migraines / headaches"), fatigue ("fatigue") and inflammation ("inflammation in chest"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, anxiety, depression, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, fallopian tube spasm, inflammation, arthralgia, neck pain and chest pain outcome was unknown. The reporter considered anxiety, arthralgia, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, inflammation, migraine, neck pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 311 lbs. Surgery (other) type of surgery: appendectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results: total bilateral occlusion ((B)(6) 2013). Lot number: 12561920, manufacturing date: 2013-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 12561920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("hip pain"), neck pain ("nack pain") and chest pain ("chest pain"). On (B)(6) 2013, the patient experienced muscle spasms ("other injury(ies) or complication (s) please describe: spasms/ during procedure my left tube was spasiming"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rash on hands"), migraine ("migraines / headaches"), fatigue ("fatigue") and inflammation ("inflammation in chest"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, anxiety, depression, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, muscle spasms, inflammation, arthralgia, neck pain and chest pain outcome was unknown. The reporter considered anxiety, arthralgia, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, inflammation, migraine, muscle spasms, neck pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Surgery (other) type of surgery: appendectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results: total bilateral occlusion ((B)(6) 2013). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events- uti, anxiety, depression, hand rash, bladder disorder, urinary tract disorder, migraine, menstrual cramp, painful intercourse, vaginal discharge, fatigue, weight gain, spasms, inflammation localized, pain in hip, pelvic pain female, neck pain, chest pain, essure removal date was added, reporter was added, consumer height and weight was added, medical history and concomitant drug was added, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.